Manufacturer narrative:
The device was evaluated at ocsm. According to the investigation result by olympus (B)(4), the device has not been repaired in the past year. It is possible that the endoscopic image was not displayed because the video communication could not be transmitted to the video system center due to the damaged camera cable. Olympus medical systems corp. (Omsc) checked the product shipment record and found no abnormalities on the device. Therefore, the damage to the camera cable may have been caused by the user's handling. Omsc determined that the reported event could be prevented because the instruction manual provides preventive measures against damage to the camera cable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus (B)(4) due to an abnormality in the endoscopic image. The user completed the intended procedure with another similar device, and the procedure was not delayed by more than 15 minutes. Ocsm then inspected the device and found that the endoscopic image was not displayed due to a broken camera cable. There was no report of patient injury associated with the event.